Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they were urinating every half an hour. Patient stated they called healthcare professional (hcp0 and they told them to call medtronic for advice on what they should do. During call they had access to their patient programmer so they synched showing stim was on at program 3 at 6.8. They had the ability to change or adjust stimulation so they changed to program 1 at 3.5 v. Advised patient to review any directions previously provided by the hcp. Reviewed it takes time for body to respond to therapy, therefore titrations should be discussed with hcp. Redirected patient to hcp if problem does not resolve. On (B)(6) 2019, the patient called back and stated that program 1 worked a bit better however they were going every hour now. The patient increased stimulation 3.6 to 5.7. On (B)(6) 2019 patient called back wondering how long it takes for their body to respond to the stimulation because they were using the rest room every hour and a half. Patient states the hcp changed them to program 5 on (B)(6) 2019 and it was helping more than before, but not as much as they would like. Patient was using the rest room every half hour but is now going every hour and a half. It was reviewed that there has been improvements in their therapy since last call. Patient states they have a hcp appointment on (B)(6) 2019. Then on (B)(6) 2019 patient called back and stated that they are going to the bathroom every half hour again. They mentioned they were going to the bathroom every hour and a half the day prior. It was reviewed that it can take a few days to notice a difference. Patient stated that it has been a few days. Patient was given help increasing stimulation to 1.9 where they were able to feel stimulation. No further complications were reported or anticipated. Additional information was received from the patient. Patient called back stating they woke up today and was urinating every half an hour. Patient stated they changed their stimulation yesterday from program 5 1.9 v to 2.5 v. Patient noted that they are their hcp next tuesday. No further complications were reported or anticipated. Additional information was received from a consumer. It was reported that the patient had their implantable neurostimulator (ins) replaced because it was not working too good since implant. No further complications were reported/anticipated.